Manufacturer narrative:
Investigation completed on a smiths medical syringe I syringe infusion pumps/medfusion 3500 pumps. Complaint of under infusing and not delivering medication was tested under multiple flow and delivery test and the event was not duplicated. The case was customer induced check clutch error by pressing plunger lever and extending plunger head. History shows the plunger position was at 0.775 at alarm, then at 4.707 at infusion stop. In he event history log there were multiple check clutch plunger lever errors. Action was taken to replace lead screw and clutch spring as preventative measures

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps malfunctioned. The reported problem was the pump was not infusing and delivering medication. No patient adverse events reported..